Event description:
It was reported that a spectrum pump was alarming for a system error 105. There was no pt injury reported and no further info was provided.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The unit was rec'd inoperable due to a system error 105 alarms, confirming the reported symptom. The error was caused by a failed motor. As a result, the motor was replaced.